Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2010-03559. The pt received his scs system, including a surgical lead and an extension, on 6/28/2010. It was reported the pt experienced a sudden loss of stimulation. An x-ray of the pt's scs system found that the lead had pulled out of the extension and migrated down one full vertebral body. The lead and extension were explanted and replaced. The explanted products were returned to the MFR for analysis. Follow up on the pt found no further issues reported.